Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dissection, ischemia, myocardial infarction and thrombosis, as listed in the xience pro x everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience prox device is currently not commercially available in the USA; however, it is similar to a device sold in the USA.

Event description:
It was reported that on (B)(6) 2015, the patient presented with anterior myocardial infarction. On (B)(4) 2015, the proximal right coronary artery was treated with pre-dilatation using a 3.0 x 12mm non-abbott balloon and a 4.0 x 12 mm xience prox stent was implanted at 14 bar. After the successful stent implantation, a small dent distal to the already placed stent was noted and the area was dilated using the stent delivery system (sds) balloon at 4 bar. The final patient outcome was good; however, about 25 minutes post stent procedure the patient experienced angina and had a posterior myocardial infarction. Additional intervention was performed and thrombus was detected at the end of the stent in the rca. Additionally, the physician suspected it may also be a dissection as the angiographic images showed the stent was patent. The patient was given agrastat to resolve the thrombus and 5000iu of heparin. A balance middleweight (bms) guide wire was successfully used to pass the thrombus but minimal blood flow was visible. A 3.0 x 13 mm non-abbott balloon dilatation was un-successful in opening the vessel. A second unspecified guide wire was used and additional dilatation performed without success. Three additional xience prox stents were successfully implanted with a good final outcome. No additional information was provided.